Manufacturer narrative:
The reported event involving a syringe module having to be disassembled entirely for syringe module barrel clamp breakage could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Product enhancement request number (B)(4) was opened to the address the customers request. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
During a site visit, it was reported that when the barrel clamp of a syringe module breaks, the entire device must be disassembled. The customer would like to know if bd would consider an ¿e-clip¿ near the barrel sizer clamp in order to just replace the barrel clamp external part, instead of disassembling the whole device.